Event description:
It was reported that a patient underwent laparoscopic procedure on the kidney and adrenal gland on (B)(6) 2022 and suture clips were used. The clip fed into the applier, but could not be closed on the suture. More than 6 cartridges were replaced. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -qty to be returned has been updated from 3 - 1. The following information was requested, but unavailable: it was mentioned that more than 6 cartridges were replaced, could you please clarify the exact number of cartridges that failed? No further information will be available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-06101, mw # 2210968-2022-06102, mw # 2210968-2022-06103, mw # 2210968-2022-06104, mw # 2210968-2022-06106. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/17/2022 h6. Component code: g07002 - device problem not found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned sample revealed that the xc200 reload was received with only three clips loaded, one of them out of position and 3 loose clips, one of the loose clips was received closed with no apparent damage. The reload was tested for functionality with test device. Upon functional testing of the clips, the instrument loaded, retained and deployed all clips as intended. The clip was form as intended and conforming to our manufacturing requirements. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Investigation summary (local language). Event related to mw # 2210968-2022-06101, mw # 2210968-2022-06102, mw # 2210968-2022-06103, mw # 2210968-2022-06104, mw # 2210968-2022-06106.